Event description:
It was reported that during a coronary stenting treatment procedure a shaft break occurred. The physician was attempting to treat an unspecified lesion with a 2.75x20mm liberte bare stent and while advancing it over the non bsc guide wire the shaft broke. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported with the patient's current condition listed as 'okay'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)